Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The break in aseptic technique was further described as the patient did not wear a mask. On the same day, the patient was hospitalized for the event. On an unreported date, the patient was treated with injection reflin (500 mg), injection fortum (500 mg) intraperitoneally (ip), t-cifran orally (250 mg) and t-flucon orally (150 mg) for peritonitis. On an unreported date, the patient¿s pd effluent was clear. The patient had recovered from the peritonitis event. The action taken with pd therapy was not reported. Additional information was not available.